Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the left side tracker wasn't visible. That tracker was replaced and the control box stopped working. The tracker was replaced again and the control box was replaced. The left tracker was calibrated and the right tracker was verified to function as designed. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) the wireless controller was returned to the manufacturer for analysis. The side cover had been opened and the fuse removed from the returned controller. After replacing the fuse, the controller was found to be fully functional. Not able to confirm the reported failure. Evaluation codes 4116, 3221, and 4315 apply to this analysis. Two (2) wireless left trackers were returned for analysis. For the first one: when connected to a known good controller, the returned tracker was found to be fully functional. No problem found. Evaluation codes 10, 213, and 67 apply to this analysis. The second left tracker had physical damage; there was a cut wire that had been twisted back together and covered in tape. One end of the wire had also been pulled from the connector. This issue was documented in a medtronic navigation hardware anomaly tracking database. Evaluation codes 10, 180, and 4307 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when they replaced the controller, it was not putting out a voltage. There were no leds on the unit. It was further confirmed that one of the cables on the tracker was pinched and was causing the part to ground out which was causing the fuses to blow on the controller.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that a medtronic representative (rep) was on-site testing the imaging system with the navigation system, and the camera could not see the left side trackers. The rep rebooted both systems and covered up one of the trackers to restart it, but there was no change. There was no patient present when this issue was observed.